Manufacturer narrative:
The patient states she had four stage I pre-existing bed sores prior to the event, three located on the back of her leg and one on her gluteus. She states the mattress sinking has caused all of her pre-existing sores to worsen to a stage iii and a home nurse is providing wound care. The hillrom synergy air elite (sae) low air loss therapy mattress is intended for patients in treating pressure ulcers. The product allows the end user options for individual skin safety programs when treating stage ii or stage iii pressure ulcers. The synergy air elite has a tri-cell over foam design that prevents bottoming out while lying on the surface. The device promotes healing with alternating pressure therapy by redistributing pressure points. Inspection of the device by a hillrom technician at the patient¿s home found one of the hoses to be half off causing the mattress to not fully inflate. The hose was placed back on securely and the bed is now functioning as designed. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. With a stage iii pressure ulcer, the sore becomes worse and extends into the tissue beneath the skin, forming a small crater. Fat may show on the sore, but not muscle, tenon or bone. Treatments for a stage iii include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. A stage I pre-existing pressure injury that progresses to a stage iii is considered a serious injury for the reasons noted above. Although the bed did not malfunction, hillrom is erring on the side of caution and reporting this event due to the serious injury involved. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reconnected the mattress hose to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the middle section of a home use synergy mattress was sunken down and the patient noted bed sores worsening and difficulty breathing. The patient states she had four stage I pre-existing bed sores prior to the event, three located on the back of her leg and one on her gluteus. She states the mattress sinking has caused all of her pre-existing sores to worsen to a stage iii and a home nurse is providing wound care. The bed was located at the account. There was no patient injury reported. This report was filed in our complaint handling system as complaint #(B)(4).